Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
It was reported, the evis exera iii xenon light source presented an e300 scope connection error while in use. According to the initial reporter, the front panel lights were flickering. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The subject device was returned for evaluation. During the evaluation the user report could not be confirmed. The unit was tested with an olympus cv-190 video processor and multiple scopes, the video image functioned properly. The scope socket was in normal condition, the e300 error did not occur during testing. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the device manufactured date, it is believed that fatigue caused the reported event to occur. Long-term repeated used likely caused the output connector to temporarily malfunction. Consequently, the light guide detection unit of the output connector did not function properly, causing the reported error message. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received on 9/8/21 noting that this event did not occur during a procedure.